Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that approx. 6 months ago she was unable to recharge one of her ins's. Patient has two ins's and stopped recharging the other ins about one year ago. The ins that stopped recharging 6 months ago, patient said was used often and stopped being about to communicate w/ the recharger, unknown if a recharger issue. Patient reported prior to this event recharging was difficult due to ins was not sitting correctly in pocket, would take 7 hours to recharge with all 8 bars coupling but if she moved the coupling would change, and then patient reported weight loss after implant. It was discussed both ins's are overdischarged and time of recovery needed. Reason for the call was too discuss longevity of ins after recovery. Patient admitted to previous overdischarges prior to this event as we determined both ins's are overdischarged. Patient thought this event occurred in january but then indicated possibly sometime in 2020.